Event description:
It was reported the patient ((B)(6)) experienced a fall recently. It was also reported the patient is unable to feel stimulation in her back. Reprogramming was unable to resolve the issue. X-rays revealed lead migration. Diagnostic testing showed normal impedance readings. Surgical intervention will be undertaken at a future date to address the reported issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was disconnected. It was also noted the patient's lead had not migrated. Therefore, the patient's lead was left in its original position. Intra-operatively, the patient reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.